Event description:
Related to MFR report #2183959-2012-01017. On or about (B)(6) 2010, apogee system with intepro was implanted to treat "for pelvic organ prolapse and/or stress urinary incontinence." Plaintiff's attorney has alleged that "plaintiff suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, dyspareunia, additional surgery and other injuries." It was reported that, " on or about (B)(6) 2011, additional surgery was done." It was also alleged that plaintiff has experienced, "significant mental and physical pain and suffering," has required additional surgery and medical treatment and has sustained permanent injury. Also alleged, plaintiff's health, strength, and activity were injured and will continue to cause her disability, impairment, loss of enjoyment of life, inability to engage in chosen and necessary activities and that her injuries will result in some 'permanent disability".

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.